Event description:
The medical staff was alerted to an IV pump beeping occlusion. The tape was removed from the site and the catheter was found broken off and stuck in the pt's vein. Pressure was applied to the vein forcing the catheter out of the vein. No other medical intervention was needed to remove the catheter and the pt was unharmed.